Event description:
Continuous alarm

Event description:
Continuous alarm. Device history record was reviewed, no issue has been found. Device log of volumat mc agilia us (22747267) could not be downloaded due to inoperative cpu board, no review possible. Issue reported by the customer confirmed by the technical service team. Damages were found to the cpu board, caused by a mishandling of the pump. This part was replaced to address the issue. Battery was also replaced due to its age. The device was cleaned and tested post repair per quality control checklist and reportedly functioned as intended and was released for further use.